Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as a defective sample dispenser unit and the sample level detection printed circuit board (pcb). The fse replaced the sample dispenser unit and the sample level detection pcb to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrode) patient results on their dxc 700 au clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.